Manufacturer narrative:
A pdm error was seen in the data which did not affect insulin delivery. The exact cause of this error could not be determined. After the pdm error, the patient did not activate a new pod for multiple days. Android files pertaining to the date of occurrence have been overwritten, no further information regarding the error could be extracted from the device. A new pod was paired with the pdm. Bolus delivery was tested. No issues were noted during insulin delivery.

Manufacturer narrative:
According to the complainant the device is not being returned for investigation. We are unable to determine if any product condition could have contributed to the reported doctor visit, hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Checking your blood glucose: chapter 4 / page 36; warnings: test results below 70 mg/dl mean low blood glucose (hypoglycemia). Test results greater than 250 mg/dl mean high blood glucose (hyperglycemia). If you get results below 70 mg/dl or above 250 mg/dl, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 115), repeat the test. If you have symptoms or continue to get results that fall below 70 mg/dl or above 250 mg/dl, follow the treatment advice of your healthcare provider. For your reference, insulet modified our internal investigation finding codes effective 25 may 2020 as part of an effort to improve the classification of findings to improve the power of trending data and make the findings more intuitive. The new findings codes will use the system of finding category (e.g. Hardware component), followed by the affected component (e.g. Needle), followed by the condition (e.g. Bent). Therefore you may notice findings that appear to be new or different but in fact are just renamed for improved data value. Insulet would be happy to explain any mapping of the old to new finding codes if you have any questions.

Event description:
It was reported that a patient had been hospitalized with hyperglycemia, just short of diabetic ketoacidosis (dka). Patient's blood glucose levels reached 846 mg/dl while wearing the pod for 4 to 24 hours on the arm. Patient stated that there was no error reference code in the personal diabetes manager (pdm), but they had a pdm error message at the same time at 11:55 am. Patient stated that at that time the blood glucose (bg) was normal at 160-170 mg/dl. At that time it was starting to rise. When the patient called their doctor the bg went to 378 mg/dl and they were told to come to the office. Patient was tested there and was at 617 mg/dl by their lab test. Patient was sent to the emergency room (ER). At the ER they were tested again and was at 846 mg/dl. Patient was then treated with intravenous therapy with fluids, insulin drip, and phenergan for the nausea.